Event description:
On (B)(6) 2011, pt reported he is having an issue with the down button on his infusion device. Pt stated he noticed the issue when attempting to perform a bolus. Pt reported he noticed the issue about 2 months ago. Pt stated when he presses the button, it does pop back up. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.